Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a wallflex biliary rx fully covered rmv stent was to be used to treat a malignant lesion in the common bile duct due to cancer during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2018. Reportedly, the patient's anatomy was not tortuous and was not dilated prior to stent placement. According to the complainant, during the procedure, the stent did not deploy. It was reported that the outer sheath was pulled without resistance, but the stent could not be released even after reaching the point of no return, and reportedly, the stent could not be seen under fluoroscopy. The stent was re-sheathed and the deployment process was tried three times before the device was removed from the patient. Reportedly, the delivery system where the light blue and dark blue sheath meet was noted to be broken. The procedure was completed with another wallflex biliary stent. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The complainant was unable to provide the lot number of the suspect device. Therefore, the manufacture and expiration dates are unknown. Problem code 1069 captures the reportable event of outer sheath broken at the proximal end of the guidewire access sheath section. A fully constrained wallflex biliary rx fully covered rmv stent and delivery system were returned for analysis. The stent was received fully covered by the outer sheath. Visual examination of the returned device found that the outer sheath was detached/broken at the outer diameter: proximal exterior tube-endoscope interface (proximal end of the guidewire access sheath (gas) section). The inner member was found kinked at the gas section. Functional evaluation revealed that it was not possible to deploy the stent using the delivery system as received; however, the stent was deployed by gripping the outer sheath and pulling the tip distally. The stent was measured to be within specifications. No other issues were noted to the stent and delivery system. The damages noted to the returned device are consistent with the application of excessive force during use. These failures could have contributed to the deployment failure experienced during the procedure. The investigation concluded that procedural factors such as handling of the device, the technique of the user, and the normal procedural difficulties encountered during the procedure could have affected the device performance and its integrity contributing to the failure experienced. Therefore, the most probable root cause is adverse event related to the procedure. Returned to manufacturer date has been corrected.

Manufacturer narrative:
The complainant was unable to provide the lot number of the suspect device. Therefore, the manufacture and expiration dates are unknown. (B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filled.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a wallflex biliary rx fully covered rmv stent was to be used to treat a malignant lesion in the common bile duct due to cancer during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2018. Reportedly, the patient's anatomy was not tortuous and was not dilated prior to stent placement. According to the complainant, during the procedure, the stent did not deploy. It was reported that the outer sheath was pulled without resistance, but the stent could not be released even after reaching the point of no return, and reportedly, the stent could not be seen under fluoroscopy. The stent was re-sheathed and the deployment process was tried three times before the device was removed from the patient. Reportedly, the delivery system where the light blue and dark blue sheath meet was noted to be broken. The procedure was completed with another wallflex biliary stent. There were no patient complications reported as a result of this event.